Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set/transfer set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that a liberty cycler set/transfer set malfunction or product deficiency was associated with this event. The patient¿s pd culture grew the bacteria staphylococcus epidermis which is bacteria normally found on human skin. Therefore, based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique during the pd exchange and patient cutting the transfer set with scissors. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient contact confirmed that the patient has been administered antibiotics through a 6-hour dwell in addition to the regularly scheduled pd treatments. Upon follow up, the patient¿s pd nurse stated that the patient was seen in the outpatient pd clinic (on (B)(6)2024) after the patient cut the cap of the transfer set off with scissors. The patient had a pd culture obtained (the same day) which grew the bacteria staphylococcus epidermis, and the patient was diagnosed with peritonitis. The patient was initiated on intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol). The nurse indicated that the patient¿s family is currently performing pd treatment for the patient with the same cycler. The patient is recovering from the event. The pd nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis. The nurse reported that the patient been declining in her mental status. In addition to the patient cutting the transfer set with scissors, the patient was not performing aseptic technique with her pd treatments. As a result, the nurse stated the patient will be moving to hemodialysis as she is no longer a good candidate for pd therapy.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient contact confirmed that the patient has been administered antibiotics through a 6-hour dwell in addition to the regularly scheduled pd treatments. Upon follow up, the patient¿s pd nurse stated that the patient was seen in the outpatient pd clinic (on (B)(6) 2024) after the patient cut the cap of the transfer set off with scissors. The patient had a pd culture obtained (the same day) which grew the bacteria staphylococcus epidermis, and the patient was diagnosed with peritonitis. The patient was initiated on intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol). The nurse indicated that the patient¿s family is currently performing pd treatment for the patient with the same cycler. The patient is recovering from the event. The pd nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis. The nurse reported that the patient been declining in her mental status. In addition to the patient cutting the transfer set with scissors, the patient was not performing aseptic technique with her pd treatments. As a result, the nurse stated the patient will be moving to hemodialysis as she is no longer a good candidate for pd therapy.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set/transfer set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that a liberty cycler set/transfer set malfunction or product deficiency was associated with this event. The patient¿s pd culture grew the bacteria staphylococcus epidermis which is bacteria normally found on human skin. Therefore, based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique during the pd exchange and patient cutting the transfer set with scissors. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.